Manufacturer narrative:
Additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for removal of left hip nail. The surgeon attempted to remove the in situ proximal femoral nailing system (tfna) using the recommended extraction instruments (per the surgical technique). He first removed the distal screw and loosened the set screw without issue. He then inserted the t-handle extractor into the lateral end of the lag screw. He initially left this in place before attempting to connect the extraction instrument to the proximal end of the nail. He then tried using the dedicated tfna extraction screw (over a 3.2mm guide wire) to engage the proximal end of the nail. However, he did not have success with this instrument and after 5-10 minutes he decided to try alternate options. He then tried using the smith and nephew conical extractors without success. The surgeon then extended his excision. He then removed the lag screw and placed a guidewire in its place. In re-addressing the top of the nail, he again tried using tfna extraction screw but was unsuccessful. He then tried the smith and nephew conical extractor and achieved purchase in the proximal end of the nail. He removed it successfully from there. There was a surgical delay of twenty (20) minutes. Concomitant device reported: extraction instrument for tfna helical blade and screw (part # 03.037.030, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown), unknown lag screw (part # unknown, lot # unknown, quantity unknown), unknown guidewire (part # unknown, lot # unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) tfna fenestrated screw 110mm - sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: elmira / monument, manufacturing date: january 3, 2017, expiration date: december 1, 2026, part number: 04.038.210s, tfna fenestrated screw 110mm -sterile, lot number: h240354 (sterile). Lot quantity: 47. One piece was scrapped in cell at op #70, anodize, for surface finish discoloration. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Elmira inspection sheet, inspect 1 / final inspection met all inspection acceptance criteria. Packaging label logs lppf, lmd/lpf were reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. This complaint was created to document the actual removal of tfna nail. The original reported complaint condition of ¿extraction instrument will not unscrew from screw¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: upon visual inspection of the complaint device it can be seen that the implant is in a used but intact condition. Furthermore, the visible signs (colour fading) are signs from implantation and explantation, as the tfna screw got in slight contact with the tfna nail. In addition, no functional problem got reported from customer about tfna screw, as well there are no signs of a functional problem are visible, based on this we are not able to confirm a functional issue. As well as, the reported function problem is between the nail and the extraction instrument by explantation. Functional test: during investigation a functional test was performed between tfna nail and tfna screw. They have passed the function test, because the function between the two (tfna nail and tfna screw) is in order. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot h240354. All relevant features are defined on the used drawing revisions of DHR of production lot h240354. Summary: the review of the production history revealed that this item was manufactured in january 2017 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The complaint is rated as unconfirmed and not valid from manufacturing point of view, as the part is fully functional. Based on the complaint description, no functional issue got reported for the tfna screw, as the surgeon was able to implant and explant the product without any problem. Furthermore, it got reported that there was a function problem between the tfna nail and the extraction instrument. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.